Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the mid-left anterior descending coronary artery that was mildly tortuous, heavily calcified and 90% stenosed. A 2.75 x 15 mm nc trek balloon dilatation catheter was used for pre-dilatation however, the balloon ruptured during first inflation at 14 atmospheres. The device was replaced with the same size of non-abbott balloon to complete the procedure. The device was prepped according to the instructions for use with no issue or leak noted. There was no resistance during removal of the protective sheath but there was resistance met with the lesion during advancement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.